Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause(s). If a sample should be returned at a later date the investigation updated to reflect our findings. A corrective and preventative action has been initiated to further investigate the reported condition. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that they suspected that air was being sucked into the pump. The problem was solved by using a different feeding set so there seems to be a connection between the use of certain feeding sets and the air in the pump problem. There was no patient injury reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.